Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted, and defibrillation threshold (dft) testing was performed. After the shock successfully converted the induced vf, post-shock pacing was observed. However, the post-shock pacing continued for the full 30 seconds, even though the patient had an intrinsic rhythm. The intrinsic signals were not being sensed by the device. The sales representative was going to obtain surface ECG at the time of induction, x-rays, and captured s-ecgs post induction for further evaluation. It was then reported that the patient received an inappropriate shock for atrial fibrillation (af) overnight. During the programmer interrogation to review the shock episode, it was found that the tachy therapy was set to off. Technical services discussed when the system detects an out-of-range impedance at the impedance test for setup, the system automatically turns off therapy. X-rays were reviewed and showed the electrode terminal pin was not fully inserted into the device header. This under-insertion likely caused the non-sensing of the intrinsic signals observed during the post-shock pacing following the dft shock and the high impedance measurement at the programmer check. The physician performed an invasive intervention to reconnect the electrode and device. The device was reprogrammed to a single zone with a rate cut off of 230 bpm due to the patient's af. No additional adverse patient effects were reported. The device and electrode remain implanted and in service and the patient was discharged from the hospital without any further issues.